Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and high out of range pace impedances greater than 2500 ohms. The noise was oversensed and resulted in inappropriate atrial tachy response episodes. Under x-ray, the lead was found to be fractured near the suture sleeve. The rv lead was explanted and replaced. No additional adverse patient effects were reported.